Manufacturer narrative:
Batch review performed on 13 december 2019. Lot 179702: (B)(4) items manufactured and released on 6-mar-2018. Expiration date: 2023-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
Revision surgery performed 1 year and 3 months after the primary due to the inability to reach full extension. The surgeon performed a posterior peel and revised the insert 10mm to 11mm. The surgery was completed successfully.